Event description:
It was reported that the patient had a second surgery approximately four months post-op to remove broken screws in the left foot. The patient originally underwent bilateral bunionectomies plus a right hammertoe procedure at the same time. Several months post-op, the patient experienced new onset of pain and could not walk. X-rays revealed both bunion screws on the left foot had broken and migrated to the subcutaneous tissue. The migrated pieces of screws were removed successfully via a second surgery. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the facility provided additional information that because the patient had both feet operated on at the same time (one procedure to the left foot and two to the right), the patient may have favored one foot over the other and that is why the screws broke. The patient's current condition is healed; the plates accomplished what they were supposed to. Patient demographics (age at time of event, date of birth, weight), medical history, and exact date of second surgery were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The retrieved pieces of screws were requested for evaluation but were reported as discarded by the facility, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Part/lot number confirmation was requested but not provided, therefore ar-13120t-16, lot 16ddr was assigned to this complaint based on sales records to the facility around the time of the original surgery. Device history record review could not be performed. As reported, the most likely cause of this event may have been the post-operative favoring of the right foot over the left foot due to bilateral foot procedures being performed at the same time. Other possible causes of this type of event include improper bone preparation, leveraging the implant during insertion, over-insertion, early weight-bearing, or patient non-compliance with the post-operative protocol. Product directions for use (dfu-0125) state postoperatively, until healing is complete, the fixation provided by this device should be protected. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.